Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 pacemaker (B)(6) 2013; 5086mri58 (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead was undersensing. It was also reported that the lead was unable to consistently sense. It was noted that the patient was possibly short of breath and was experiencing fatigue. The lead was repositioned into the high right atrial appendage. No patient complications have been reported as a result of this event.